Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, de novo, left anterior descending artery the 3.0 x 33 mm xience prime stent delivery system (sds) was being advanced in the anatomy when the proximal shaft near the hub outside the anatomy separated. It was noted that the device met resistance with the anatomy and could not cross the lesion. The device was removed without noted issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.